Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - (B)(6) 2010; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-03488 & 03489).

Event description:
Legal counsel for patient reported that patient underwent bilateral total hip arthroplasty procedures on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain and lack of mobility. Subsequently, on (B)(6) 2014, patient underwent a revision procedure of the right hip. A review of invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision surgery date or which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent bilateral total hip arthroplasty (tha) procedures on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain and lack of mobility. Subsequently, on (B)(6) 2014, patient underwent a revision procedure of the right hip. A review of invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision surgery date or which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a right tha on (B)(6) 2010 and a left tha on (B)(6) 2010. Patient op notes dated (B)(6) 2014 report patient was revised on the right hip due to metallosis. Revision op report notes no abnormal fluid was observed. The head was removed and replaced. Additional information received in patient op notes dated (B)(6) 2014 reports patient was revised on the left hip due to metallosis. Revision op report notes cloudy fluid and metallosis-type synovitis. The head was removed and replaced.